Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. The leak was further described as ¿appeared to have a split in the tubing.¿ the event occurred during an unspecified chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed a transversal cut in the tubing. The reported condition was verified. The cause of the condition could be generated by the package machine during the manufacturing process. Due to the nature of the returned sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.